Event description:
The reporter stated that they did back to back (rapid succession) blood glucose tests, using different fingersticks. The results were 30 and 409 mg/dl. Control solution testing was not done due to unavailability of supplies. On followup, the reporter stated that they had been using expired test strips since reporter had not been testing recently. Reporter stated that the readings are now in normal ranges. No harm was alleged.